Manufacturer narrative:
The reagent lot number is 922866. The expiration date was not provided. The calibration trace showed failures around the time of the event. The qc recovery data provided was within specification. The alarm trace showed multiple abnormal aspiration alarms. The field service engineer (fse) found a white powder in the reaction cells cause by cuvette friction. The fse replaced the heat cut filter, the lamp, the focusing lens, and the cuvettes. The cell covers were properly secured and an incubation bath exchange was performed. The fse performed a cell blank measurement, photometer check, precision test, and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results for 1 patient sample on a cobas 8000 c702 module. The initial result was 17.4 mg/dl. The customer went to the emergency room and had a new sample collected and the result was 2.9 mg/dl. The initial sample was repeated on another analyzer and the result was 3.2 mg/dl. The repeat result of 3.2 mg/dl was deemed correct.